Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "on battery power" and "motor fault" while connected to ac power. The fuse on the power supply board was blown. The customer confirmed no patient involvement and no patient harm associated with the reported event.